Event description:
Breathing problems even if rptr is in latex environments. Hives, hands, facial, inside of mouth; swelling, shortness of breath, increased enzymes, foods or beverages that rptr used to be able to consume, now having reactions to other organs.